Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient status post plate and screw implantation on an unknown date was discovered to have the lcp proximal tibia plate broken due to pseudoarthrosis on an unknown date. Product was removed (B)(6) 2012. It is not known what the patient was revised to.

Manufacturer narrative:
The investigation could not be completed as no product was returned.